Event description:
It was reported that the user experienced prolonged hyperglycemia while using an ilet pump with a steel 6 mm contact/detach infusion set, characterized by persistent high glucose following meals and failure to deliver insulin until the infusion set tubing and connector were replaced, after which insulin drops were observed and therapy resumed. Symptoms included hyperglycemia without reported dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included extended time above range and need for troubleshooting and supply replacement, with no alerts or alarms, no ketone testing, and no medical intervention. Investigation included guided troubleshooting, site change, tubing-only fills, cartridge inspection, and replacement of tubing and connector followed by successful priming and cannula fill. Investigation of this case revealed an occlusion or flow obstruction localized to the infusion set or tubing/connector that resolved after supply change, consistent with infusion system delivery failure. It was concluded, based on previously established findings for similar reports, that the cause was a supply-related infusion set/tubing occlusion.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.